Event description:
Boston scientific received information that post implant this right ventricular (rv) lead was successfully repositioned due to a perforation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.